Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: unknown. Date returned to manufacturer. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on (B)(6) 2017. Post-operative, the proximal femoral nail antirotation (pfna) broke at the area of the blade hole. Patient underwent revision surgery on (B)(6) 2018. Patient and surgery outcome were not reported. Preliminary review of the returned devices revealed fragments of the tip portion of the pfna blade are broken out. This report is for one (1) pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The evaluation of the device has shown that the blade is worn at the tip and not broken as initially determined during the initial visual inspection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated b7: h11 corrected data: h4: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no fragments remained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 02.027.036s lot: l406031 manufacturing site: bettlach release to warehouse date: 15. May 2017 expiry date: 01. May 2027 the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection investigation site: cq zuchwil selected flow: 2. Device interaction/functional visual inspection: the inspection of the pfna ¿ blade has shown that on the surface of the sleeve wear and tear marks visible. The hexagonal recess of the locking screw is damaged. Further investigation has shown that the outer locking screw near the sleeve had marks of an pliers. Function test: no abnormal findings were identified during functional test. The pfna blade works as intended. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the returned pfna blade was examined and the complaint condition is unconfirmed. There is no indication that the listed pfna blade did contribute on this complaint condition, also there is no allegation against of this device. This lot of (B)(4) pieces was manufactured in may 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. The pfna blade shows that the device is in a used condition without heavy damage. The surface of this implant has wear marks it is not possible to determine where it is coming from. We can only assume, that this can be traced during removal or a possible instability of the fracture situation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.